Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risk - failure - frame damage'' was confirmed through returned product evaluation and provided imagery. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary, which applies to this complaint event. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported ''root cause of the events may have been the combination of wrong angle and force used''. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported ''root cause of the events may have been the combination of wrong angle and force used''. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Based on available information, investigation suggests that procedural factors (excessive device manipulation, high push force, steep insertion angles) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding a 26mm sapien 3 ultra case by transfemoral approach in mitral position with pre-existing surgical valve, during the procedure, the commander delivery system with crimped valve was extremely difficult to advance through the esheath and it got stuck at the esheath partially expanded portion. On the fluoro, it was observed that the valve crowns had splayed open when it got caught on the esheath and force was applied, puncturing the sheath. The commander delivery system with crimped valve was retrieved as a unit with the esheath without causing any patient injury. Another kit was used, and a new valve was successfully implanted without issues. The patient was transferred to ICU as planned. As per medical opinion, the root cause of the events may have been the combination of wrong angle and force used.